Event description:
It was reported that upon impacting the cup during a thr surgery, while the instrument was inside of the patient, the paddle end of the shell offset ref cup pos/impactor broke off. The procedure was successfully completed with no significant delay using a smith and nephew back up device. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.